Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states the chair is getting stuck in drive lockout. He states it started in the wintertime and it's been going on for a while.